Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and that they experienced a high blood glucose level. Troubleshooting for button error/keypad anomaly was performed. The customer also mentioned that there was fluid in the insulin pump. The customer stated that the buttons were acting as though they were being pressed. The customer also stated that the insulin pump was automatically scrolling through the bolus when asked for any significant event leading to the keypad issues. The customer was asked if the time on the clock advanced when monitored for one minute. The customer stated that they have removed the battery, assuming that would reset it, but it did nothing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for pump exposed to fluid was also performed. The customer stated that insulin pump was exposed to insulin when there was a small ding on the reservoir in the insulin pump. The customer also stated that there was no leak in the o-rings, no cracks on the reservoir compartment lip, and no cracks. The customer was unable to run self-test due to not having any battery in the insulin pump. The customer reported a blood glucose level of 400 mg/dl at the time of the incident, declined troubleshooting and stated that they have treated with a bolus. The insulin pump will be returned for analysis.